Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An account manager reported on behalf of a surgeon that after a patient had a multifocal lens implanted, the lens was exchanged on a secondary procedure for a monofocal lens from another surgeon. Additional information has been requested.